Manufacturer narrative:
Initial and final MDR (B)(4). -MDR . - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that patient faced three infusion set patch did not stick to skin upon insertion event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.,